Manufacturer narrative:
The specific root cause for this event was identified as an improper maintenance issue. Improperly maintained rinse nozzles could lead to dripping back into the cuvette, which could cause a dilution of the measuring solution leading to an erroneously low result. The issue was resolved by the maintenance activities performed by field service.

Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable results for one patient sample using the alb2 albumin gen.2 (alb2) and crep2 creatinine plus ver.2 (crep2) assays on the cobas 6000 c (501) module (c501). All results were reported outside of the laboratory. On (B)(6) 2017, the initial result for alb2 was <0.1 g/dl. The sample was repeated on 04/04/2017 with a result of 4.8 g/dl. On (B)(6) 2017, the initial crep2 result was <0.2 mg/dl. The sample was repeated on (B)(6) 2017 with a result of 8.4 mg/dl. The emergency room (ER) staff stated that, had they been aware of the correct results initially, they would have immediately admitted him to the hospital. Instead, the patient remained in the ER until the repeat results were reported. The patient was then admitted to the hospital. No adverse event occurred as a result of the delay in admitting the patient. The alb2 lot number is 18341401 with an expiration date of 12/31/2017. The crep2 lot number is 19065501 with an expiration date of 06/30/2017. Calibration and qc was acceptable. A precision check was performed prior to service which was slightly out of tolerance. On (B)(6) 2017, the field service representative inspected the instrument and found that a valve was blocked, causing the rinse mechanism to drip occasionally. The gear pump was over three years old, and rinse water volumes were low. He cleaned the valve, replaced the gear pump head, replaced the rinse tubing and verified rinse volumes. He also changed the reagent syringe seals and ran a cell blank. He performed a precision check after service which was acceptable. The customer then performed qc which was acceptable. Investigation activities are ongoing.